Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was due to silicone, septum material found inside of the svc df-1 set screw hex cavity. It was noted that the svc df-1 septum was found to be damaged. The silicone, septum material prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that during implant, the physician was unable to tighten the screw because there was no hole in the septum to access the set screw. Device was not implanted and replaced.